Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material clogging the nozzle. This is attributed to insufficient cleaning. The nozzle drainage is insufficient. Other observations for the device are: switch (sw) sw1 has abrasion and does not work as the switch printed circuit board is damaged; angle is insufficient and has play due to angle wire being stretched; distal end cover (c-cover) is collapsed; objective lens and light guide adhesive are cloudy; distal end rubber coating (a-rubber) has a crack; a-rubber adhesive is chipping and cloudy; boot has damage due to physical stress; operating part is chipped; air/water cylinder has paint peeling; sw4mhas wear; sw3 has scratches; light guide tube has wrinkles; and universal cord connector is damaged. The user complaint of sw1 not working is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the evaluation and repair of switch (sw) sw1 not working. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material clogging the nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation. The device was reprocessed prior to sending in for repair. There was no time lag before pre-cleaning of the device was performed after the last procedure. Air and water was supplied to the air/water nozzle. The device was submerged in the cleaning solution. Air/water nozzle was rinsed with liquid. Customer was not aware of foreign material presence in the device.

Manufacturer narrative:
Additional information has been received for this event. Correction being made for information available but not included in the initial MDR. This supplemental report is being submitted to provide this information. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. The accessories used for reprocessing were normal without issues.

Event description:
Addendum dec 6, 2022: it is not known when the customer reported event occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient cleaning (handling problems). Olympus will continue to monitor field performance for this device.